Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the proximal left anterior descending artery (lad). The lesion was well prepared by initial pre-dilating with a non-abbott balloon, then with a cutting balloon and then with another non-abbott balloon. The scaffold deployed perfectly (inflated to 14 atmospheres, 1 time); however, during the deflation of the balloon and trying to pull the delivery system back, resistance was felt. Inflation/deflation was repeated three times trying to release the balloon from the scaffold with no results. A 50ml syringe was then used to do mechanical deflation and the balloon was able to be pulled out of the scaffold and removed from the patient. Upon removal of the device, it was noted that the balloon was not tightly re-folded. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
Return device analysis revealed a soft tip separation and the account could not confirm whether or not the tip separation occurred during the procedure; therefore, it is possible that tip remains in the patient.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight/pilot50, inflation: abbott, guide cath: cordis, sheath: arrow , other: ivus/oct. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Though the device absorb bioresorbable vascular scaffold (bvs), system is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported folded balloon appearance was confirmed. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.